Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a jolt when activating the 'pet gentle ultrasonic pet trainer'. The patient reached out to the medical facility and was to reach out to their medtronic representative (rep).